Event description:
New information received notes that non-sustained lead noise due to post-paced t wave oversensing continues to observe. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.

Event description:
It was reported that the patient presented after receiving a notifier alert for non- sustained lead noise due to post paced t-wave oversensing. The device was reprogrammed. The patient will be monitored.